Manufacturer narrative:
After that, the smart control stent was inserted into the patient. It is unknown if there was resistance/friction experienced as the device was inserted into the sheath or if there were any previously placed stents in the tracking path. It is unknown if the sds passed through any acute bends or if there was difficulty advancing/tracking the device towards or across the lesion. After it was delivered to the lesion, it was released. However it moved over towards the distal side and it could not be placed at the target lesion. It is unknown if unusual force was used at any time during the procedure, or deployment of the stent. It is unknown if there was thrombus present at or around the lesion site or how far distally the stent moved. It is unknown if the sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment; or od there was resistance/friction experienced as the stent was being deployed. It is unknown if the user held the handle of the smart control flat and straight outside the patient; or if all the slack was removed from the device before deployment. An additional non-cordis stent was placed and the lesion was fully covered. The procedure was finished successfully. There was no reported patient injury. The product was clinically used. And it will not be returned for analysis. It is unknown if procedural films are available. Concomitant devices: cordis 6fr55cm brite tip sheath introducer; terumo 035inch radifocus guidewire; and abbott 8mm 3cm omnilink stent. (B)(4). (B)(6). Complaint conclusion: a site reported that an 8 x 30mm smart control iliac stent jumped forward during deployment necessitating the deployment of another stent to fully cover the lesion. The procedure was successfully completed with no reported patient injury. The event involved an (B)(6) year old male patient undergoing endovascular treatment of a target lesion in his left subclavian artery. This lesion was described as (B)(6) stenosed, heavily calcified and moderately tortuous. The patient¿s vasculature was accessed via the left brachial artery with a 6fr 55cm brite tip catheter sheath introducer and the target lesion crossed with an 0.035¿ non-cordis guidewire. The site reported that the smart stent delivery system (sds) had been stored, handled and prepped according to the instructions for use (IFU). They further reported that the sds was not damaged when inspected prior to use. The site reported that the smart stent moved distally when they deployed it. The sds had been held flat and straight outside of the patient. The procedure was completed with the deployment of a non-cordis stent to fully cover the lesion with no reported patient injury. The product was not returned to the manufacturer for evaluation. A review of the manufacturing records revealed that this lot of products met specification prior to release. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The product IFU instructs the user to ensure that the locking pin is still in place during the introduction of the device. It further instructs to advance the device past the lesion site and then withdraw it until the radiopaque stent markers are proximal and distal to the lesion site. The user is to ensure that the sds outside the patient remains flat and straight. Slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site. The user is to ensure that the introducer sheath and that the locking pin should be removed from the handle prior to deployment. Based on the information available for review, there are vessel characteristics (calcification and tortuosity) and possible procedural factors that may have contributed to the reported event. Without a lot number to conduct a device history record review, it is not possible to determine if the reported event was related to the manufacturing process. Therefore no corrective actions will be taken at this time.

Event description:
As reported, a smart control stent moved to the distal side when released and the target lesion could not be covered. Therefore, another non-cordis stent was implanted at the lesion. There was no reported patient injury. The patient was an (B)(6) year-old male. The target lesion was the left subclavian artery. The lesion was heavily calcified and moderately tortuous. The rate of stenosis was (B)(6). For the procedure, an 8x30mm smart control stent was opened. The product was stored, handled and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system (sds) prior to use. An approach site was left brachial artery. A 6fr 55cm brite tip sheath introducer was inserted from the left brachial artery, then a .035inch non-cordis guidewire crossed the lesion.